Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated the lighthead was separating from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as this loose connection could lead to fall of the headlight and as a result of that, could lead to serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ volista standop. As it was stated the lighthead was separating from fork. There was no injury reported, however, we decided to report the issue in abundance of caution as this loose connection could lead to fall of the headlight and as a result of that, could lead to serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to the subject matter expert at the manufacturing site, the gap between the fork and the lighthead was caused by a loosening of the bracket fixing screws over a long period of time. Since (B)(6) 2017, the assembly procedure ¿gom 5463 ind.o and gom5462 ind.m" indicates that the original screws have been replaced by pre-glued screws. To prevent any safety issue the user manual mentions to check the lightheads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).